Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional investigation was performed by product analysis on (B)(4) 2012.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed the data from the date of the complaint had been overwritten due to continued patient use and was not available for investigation. Data from the dates available revealed the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms related to the complaint recorded and only typical usage was observed. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The force sensor was evaluated and was noted not to be detecting force correctly. The force sensor assembly was noted to be out of calibration. Investigation was unable to duplicate the complaint.

Event description:
On (B)(4) 2012, the reporter (patient's mom) contacted animas reporting the patient had been having high blood glucose levels (bg's) off and on. The patient reportedly has not had any changes to her nutrition, activity levels, or health conditions. Per the reporter, the patient's bg's were not responding to correction boluses. The patient was admitted to the hospital from the pediatrician's office on (B)(6) 2012 and discharged on (B)(6) 2012. The pump was removed but the reporter was unable to report if the infusion set cannula was bent or kinked when the site was removed. Kinked or bent cannulas can lead to elevated bg's. On the date of admission, the patient reportedly had a 387mg/dl bg with nausea, vomiting, chest pain, and large ketones. The patient was in the ICU for 2 days on IV insulin and then transferred to the med surg room. At the time of the call, the patient was still in injection therapy. The animas customer support (cs) reviewed the pump with the reporter. The reporter confirmed that the pump settings (advanced features, basal settings, and date/time) were all correct. Animas cs determined there were no mechanical defects found with the pump and the pump was delivering as programmed. Animas cs advised the reporter to discuss high bg's and pump settings with hcp. Animas cs also reviewed rule if two unexplained bg's > 250mg/dl or one > 400mg/dl to change out site. Reporter is planning on discussing to start pump therapy with the hcp at upcoming visit. The patient could not verbalize if correct inset insertion technique was used. There was no indication that the subject pump malfunctioned. Based on the provided information at this time, it is unknown what contributed to the patient's elevated blood glucose levels. This complaint is being reported as an adverse event since the patient reportedly was hospitalized for hyperglycemia while using the subject pump.